Manufacturer narrative:
The patient contacted hillrom to report that the life 2000 device¿s touchscreen was not functioning properly, its nasal interface pops out intermittently, and the device had a low gas alarm for the past two days. Also, during this call, the patient reported oxygen desaturation of 69% that occurred one month prior. This patient has a medical history of chronic respiratory failure and self-reports a history of having only one functioning lung due to surgical injury in 1998 and aortic aneurysm with stent placement in 2010 and recent replacement of stents due to migration of previous placed. The patient utilizes the life 2000 device (medium and high setting) with 4l oxygen bleed-in. Troubleshooting during the current call found a break in the nasal interface combo tubing. The patient denied needing medical assistance and was reported to be on oxygen via nasal cannula with a saturation of 92%. A hillrom respiratory clinician assisted with an in-home swap of the device. No further issues are noted. During a follow-up call with the patient the same day of the reported event, the patient reported that he was seen by his health care team, discussed saturations with the physician, and stated that tests were ordered due to complaint of weakness, no medical intervention was reported. During an additional follow-up call with the patient, the patient stated that no medical intervention was required for the ¿desaturation¿, and the patient¿s oxygen saturation level ¿came back on its own¿ without the use of any equipment (life 2000, oxygen, concentrator). The patient also reported that the ¿oxygen issue has resolved" and there were no further issues. Additionally, the patient contributed the device alarm to self-made modifications of the device¿s tubing, stating that the corner of the tubing was broken at the white section (interface section) therefore he ¿tore the rest of the corner off¿ of the interface tubing. The patient acknowledged continued use of the device with altered tubing. The life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device IFU instructs to always have an alternate means of ventilation or oxygen therapy available as well as an external oxygen monitor to verify oxygen concentration in the delivered gas. Additionally, the IFU warns against unauthorized modifications noting that such modifications can result in equipment damage and or injury. The device is equipped with an alert system that generates different alarms to notify the user of potentially hazardous conditions with the intention that the user will respond to the alert and take appropriate action to rectify the issue. A low gas alarm indicates that the gas pressure has dropped below the allowable limit. The device IFU provides the user with troubleshooting checks and possible resolutions for the associated alert including checking for leaks, ensuring the gas supply has a sufficient amount of gas, checking for kinks, etc. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, respiratory failure, anxiety, or exercise. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. An inspection of the device was completed using a regulated laboratory air source at 50 psi, therapies were run at low, medium, and high activity levels. The patient circuit used did not pop out of the ventilator as alleged in the complaint. However, a low breath rate alarm was observed. The power off button on the touch screen was also noted to be inconsistent to touch requiring several presses to respond, requiring replacement of the display screen. The analysis indicated that the ventilator did not perform as intended, possibly due to the set point being set too low. Allegations of oxygen saturation dropping could not be verified. There was no serious injury reported, and no medical intervention was required for the desaturation. The event was not life-threatening as the patient recovered on room air only without the use of any medical equipment and experienced no symptoms during the event. The patient self-reported unauthorized modification of the device¿s tubing; however, the device inspection noted the device did not perform as intended. It is unable to be determined if a device malfunction or the unauthorized modification of the device¿s tubing contributed to the reported desaturation event. However, if the reported malfunction were to recur, it is likely to contribute to a serious injury or death.

Event description:
The patient contacted hillrom to report that the life 2000 device¿s touchscreen was not functioning properly, its nasal interface pops out intermittently, and the device had a low gas alarm for the past two days. Also, during this call, the patient reported oxygen desaturation of 69% that occurred one month prior. The device was located at the patients home. This report was filed in our complaint handling system as complaint # (B)(4).